Event description:
It was reported that the dressing didn't absorb viscous wound drainage and as a result the fluid sits on the wound and periwound causing skin breakdown and potentially contributes to wound infection.